Event description:
It was reported by the patient that an inappropriate shock had been administered. Communication with the clinic confirmed t-wave oversensing (twos) had been identified on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).